Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The silverhawk would not advance on the second insertion, it looked like a piece of the inner wire lumen and became stuck on the wire. The nose cone looked slightly bent and it was stuck in place on the wire. The physician broke off the nosecone where it was bent. He had to use scissors to cut it off and there was still a piece of plastic from the inner stuck on the wire. The occurred outside the patient. The physician had to pull the wire all the way out and open a new hawk device and new wire to complete the case. Two images of the device were received, showing the tip of the silverhawk where the physician cut it. The instruction for use, (IFU) list warning: never advance the distal tip of the catheter near the floppy end of the guide wire. A catheter advance to this position may not follow the guide wire when it is retracted and caused the guide wire to buckle into a loop. If this occurs, catheter and guide wire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.